Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did show a higher complaint activity for lot 57416be01, however, no related trends were identified regarding commonalities for complaint lot number and issue. Additionally, in-house testing of a retained reagent kit of the complaint lot 57416be01 was performed. All specifications were met, and no false non-reactive results were obtained, showing that the lot generates the expected results. A review of the device history record did not identify any nonconformances or deviations associated with the lot number 57416be01 and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity I syphilis tp reagent lot 57416be01 was identified.

Event description:
The customer observed a false nonreactive alinity I syphilis tp result generated on the alinity I processing module for one patient. The following data was provided: on (B)(6) 2024: alinity I syphilis result = 0.91 s/co (nonreactive), roche syphilis result = 2.31 coi (positive), tppa result = positive. The customer questioned the abbott result, and the result was not released to the medical provider. The patient's previous historical results were: (B)(6) 2024, 0.88 s/co (nonreactive), result in 2021 was 0.71 s/co (nonreactive). It is not known the patient¿s medical history. There was no impact to patient management reported.

Event description:
The customer observed a false nonreactive alinity I syphilis tp result generated on the alinity I processing module for one patient. The following data was provided: on 10jun2024: alinity I syphilis result = 0.91 s/co (nonreactive) roche syphilis result = 2.31 coi (positive) tppa result = positive the customer questioned the abbott result, and the result was not released to the medical provider. The patient's previous historical results were: (B)(6) 2024, 0.88 s/co (nonreactive), result in 2021 was 0.71 s/co (nonreactive). It is not known the patient¿s medical history. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p60-77 that has a similar product distributed in the us, list number 07p60-21/-31.

Event description:
The customer observed a false nonreactive alinity I syphilis tp result generated on the alinity I processing module for one patient. The following data was provided: on (B)(6) 2024: alinity I syphilis result = 0.91 s/co (nonreactive) roche syphilis result = 2.31 coi (positive) tppa result = positive. The customer questioned the abbott result, and the result was not released to the medical provider. The patient's previous historical results were: on (B)(6) 2024, 0.88 s/co (nonreactive), result in 2021 was 0.71 s/co (nonreactive). It is not known the patient¿s medical history. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Updated d4 - expiration date: from 9/17/2024 to 9/14/2024 updated d4 - d4 - primary UDI number from (B)(4).